Manufacturer narrative:
The device is interpreted to be intera 3000 hepatic artery infusion pump based on the time frame cited in the study. Hematoma is a known adverse event associated with hepatic artery infusion therapy and is listed on the labeling of the intera 3000 IFU. Blank information in the MDR form represents unknown information at the time of this report. If additional information is received, a supplemental report will be filed.

Event description:
Literature citation: ladonna e kearse, courtney day, andrea zironda, jessica mitchell, zhaohui jin, susanne g warner and cornelius a thiels, prospective evaluation of the quality of life and safety in patients receiving hepatic artery infusion pump chemotherapy, surgical oncology insight, (2025) doi: https://doi.org/10.1016/j.soi.2025.100159. Literature contains a report: "one patient developed a pump site hematoma (clavien-dindo grade 3b). This patient underwent pump site hematoma evacuation and washout with salvage of the hai [hepatic artery infusion] pump."

Event description:
Literature citation: ladonna e kearse, courtney day, andrea zironda, jessica mitchell, zhaohui jin, susanne g warner and cornelius a thiels, prospective evaluation of the quality of life and safety in patients receiving hepatic artery infusion pump chemotherapy, surgical oncology insight, (2025) doi:https://doi.org/10.1016/j.soi.2025.100159. Literature contains a report: "one patient developed a pump site hematoma (clavien-dindo grade 3b). This patient underwent pump site hematoma evacuation and washout with salvage of the hai [hepatic artery infusion] pump."

Manufacturer narrative:
Add patient information provided by corresponding author. Incident date was not provided.